Event description:
Concern that switch on back of canister holder is at the back of the unit and difficult to see. Rptr questions if the presence of this switch is of significant importance that the risk of it being overlooked is negated.